Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that when the patient tries to sync up to get a bolus, the controller gets stuck at 90% for 15 minutes and it won't go through. They just saw the pump nurse and they had the same problem and they cleared the memory and troubleshooted it but the patient was told to call medtronic to see if they could get a new one. Agent walked the patient through clearing out the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.